Event description:
The complainant reported that after an impella cp was placed, the patient arrived at ICU with a groin hematoma. The right groin had impella and venous cordis. Manual compression and fem stop was given to stabilize the site. Two units of packed red blood cells were transfused. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The root cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. The device passed all post sterile inspection checks.